Event description:
The customer stated that their aruba controller and all attached access points reboot at irregular times. This results in dropouts and the loss of centralized pt monitoring. There is no report of injury or death. The customer did not provide any pt info.